Event description:
It was reported during the patient's two week follow up of the neurostimulator an open wound over the implant site was observed. Therefore, the neurostimulator and tined lead were explanted. The patient was given antibiotics the day of removal. Once the patient has healed, the physician may discuss re-implantation for the future. There was no further patient complications reported.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block d10: model number/catalog number: 1201. Serial number: (B)(6). Batch/lot number: al1u252466. Model/catalog description: tined lead. Unique identifier (UDI) #: (B)(4). Block g4: premarket/510(k) # - additional premarket/510(k) p190006.